Event description:
It was stated that the cassette sensor was defective. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was performed. The reported problem was unable to be duplicated or verified. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.